Manufacturer narrative:
Evaluation method: device history record review, medical review. Evaluation result: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Per medical review: reportedly, single-piece silicone iol with toric optic was explanted/exchanged for a different model lens almost one year postoperatively to address dislocation and subsequent patient subjective disturbance (glare). According to report by a nurse, date on (B)(6) 2016, there was no postoperative issue with the patient. It should be noted that at the time of initial surgery, patient was (B)(6) and per dfu indications: "the silicone 1p iol is indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom the cataractous lens has been removed by phacoemulsification extracapsular cataract extraction," and therefore there is no sufficient safety and effectiveness data to support implantation in such patients which was reflected in device causality assessment. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Per medical review: reportedly, single-piece silicone iol with toric optic was explanted/exchanged for a different model lens almost one year postoperatively to address dislocation and subsequent patient subjective disturbance (glare). According to report by a nurse, dated on (B)(6) 2016, there was no postoperative issue with the patient. It should be noted that at the time of initial surgery, patient was (B)(6) and per dfu indications: "the silicone 1p iol is indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom the cataractous lens has been removed by phacoemulsification extracapsular cataract extraction," and therefore there is no sufficient safety and effectiveness data to support implantation in such patients which was reflected in device causality assessment. (B)(4).

Manufacturer narrative:
Diopter: 18.50 se/2.0. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: lens work order search/lens evaluation. Results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found no visible damage to the lens. There was evidence of red color residue on lens surface. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl 18.50 se/2.0 diopter silicone single piece lens with toric optic. The lens was implanted on (B)(6) 2015 in the patient's left eye. Secondary surgery was performed on (B)(6) 2016.the surgeon made a new incision to explant the lens due to dislocation and glare. A non-staar lens was implanted. There was no patient injury.